Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 21. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On 2023-11-15, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, bleeding, increased sensitivity and inflammation. No further patient complications were reported.